Manufacturer narrative:
The reported motor was reported under MFR # 2916596-2019-01549. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that the cmag console went blank and the pump stopped. They are unsure what caused this to happen and would like the console and motor evaluated and repaired if needed. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported centrimag system failure was confirmed through the evaluation of the log file data downloaded from the returned centrimag 2nd generation primary console which showed that an s3 alert was recorded in addition to a speed reduction of almost 1000 rpm and flow readings of 0 lpm. However, the report of a pump stoppage was not confirmed. No device-related issues were discovered during the evaluation of the returned primary console. The log file retrieved from the 2nd generation primary console contained data from the time of the reported event on (B)(6) 2019. At the time of the reported event, the console was operating a motor at approximately 4100 rpm with a flow of approximately 3 lpm. On (B)(6) 2019 at 9:05 am, the log file captured an active s3 (system alert) alert followed by a reduction in pump speed to approximately 3350 rpm and an associated active m5 (pump speed not reached) alert. During this event, the flow reading reduced to 0 lpm. Pump speed subsequently increased slightly and remained at approximately 3450-3650 rpm with a flow reading of 0 lpm until the motor was disconnected and the pump was removed from the system at 9:07 am. During the s3 and m5 alerts, no full pump stoppage events occurred. The console continued to support the system but at a reduced speed of approximately 3350-3650 rpm. The returned 2nd generation primary console was evaluated and the reported complaint was not duplicated. The returned console was tested with the returned motor and flow probe used during the reported event and the system was allowed to run for an extended period of time including overnight. No issues were observed with the screen going blank nor the pump stopping at any point. There were no disruptions in the set rpms or flow values and no errors or alarms were produced by the system. A full functional checkout was performed and the unit passed all tests. The returned products were found to function as intended and the console was returned to the customer site. Although the reported event could not be reproduced during testing of the returned equipment, this failure mode has been previously investigated and was determined to be an issue with the motor digital potentiometer. A CAPA was opened to investigate the issue. No further information was provided. The manufacturer is closing the file on this event.